Event description:
The customer contact reported, unrestricted flow. The tubing set was being used to deliver 1000ml of lactated ringer's. The cair was being used to regulate the flow rate. After an unspecified length of time in use, it was reported that the cair was open and the patient received 400ml of solution. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.